Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller stated that the customer was on vacation out of the country and was advised that she would be contacted regarding the replacement of the device. She was later contacted in order to process the replacement. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with button error alarms, and had unresponsive act and up and down buttons due to the corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.